Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated the cover was cracked with missing particles. It was also confirmed by the photographic evidence provided by getinge technician. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the affected device was repaired by replacing the damaged parts (ard368611998 - set transparent plastic cover - l50 & ard368609996 - l50 - s/a upper cover with fork v3). Based on the information collected, it was established that when the event occurred, surgical light did not meet specification due to cover being broken resulting in missing particles which could be considered as technical deficiency, and in this way device contributed to event. It is not known if the device was or was not being used for a patient¿s treatment upon the event occurrence. When reviewing reportable events for this type of issues we were able to establish that the received incident of cover being broken resulting in missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. To avoid degradation of the shell it is recommended to respect the contact time to wipe with a dry cloth and make sure no liquid residue is left on the device after cleaning (IFU 01741 en 11, pages 46-48). In 2015 a design change improved the braking system and the mechanical durability of upper cover. The user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage (IFU 01741 en 11, page 27). To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions, high concentrations, prohibited products. The new spare part is available as ard368609996 in order to repair the damaged product. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 10th march, 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated the cover was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.